Event description:
The customer reported that elevated cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold of the assay, were generated on the unicel dxc 600i synchron access clinical system for eight patients across multiple days. Beckman coulter inc. Assessment of customer supplied patient data indicates that only six patient samples generated erroneous, nonreproducible accutni results. Two additional patient results were provided however the accutni results for these patients were both reproducible within the same clinical category and within the assay's precision limits. The customer did not indicate any discrepant results were obtained at a later date for either of these two patients, and hence these patients were not regarded as erroneous and not included in this report. This report represents the erroneous elevated accutni results generated on (B)(6) 2012 for two patients. Beckman coulter inc. Assessment of customer supplied patient data indicates that the repeat or follow-up testing produced lower results within the normal range of the assay for both patients. The initial erroneous accutni results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment. Although additional assay results were provided for these patients, no other patient assay results are in question as part of this event. The samples were full samples collected in lithium heparin tubes. The samples appeared normal in appearance with no visible abnormalities. The samples were centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that quality control results were performing within the customer's established limits at the time of the event. System checks performed on the (B)(6) 2012 passed within instrument specifications. Accutni calibration curves in use at the time of the event were passing without any issues. The reagent lot number and calibrator lot number associated with this event was 122056 and 116461 respectively.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) performed some hardware component replacements after a high sensitivity system check performed by the fse generated failing results. The hardware replacements completed by the fse, which included the precision pump, precision pump manifold, and instrument probes and tubing, allowed the high sensitivity system check to be repeated with passing results within instrument specifications. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. Although the fse did not produce evidence to implicate a specific hardware component as the cause of the event, the hardware replacements did resolve issues observed during the service visit. Mdrs associated with this event: 2122870-2012-01362, 2122870-2012-01363, 2122870-2012-01401, 2122870-2012-01374.